Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported low sensing threshold could not be conclusively determined.

Event description:
During an ICD replacement due to eri, low sensing was noted on the lead. The cause of the sensing issue is unknown. The lead was capped and replaced. The patient is stable.